Event description:
An analysis about the residual longevity displayed by the programmer on (B)(6) 2015 is requested.

Event description:
An analysis about the residual longevities displayed by the programmer on 5 august and 7 september 2015 is requested.